Event description:
The physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion in the lcx exhibiting 80% stenosis, severe calcification and moderate tortuosity. The device was prepped as per IFU and no abnormalities were noted during inspection prior to use. During the procedure the lesion was pre-dilated with 70% stenosis remaining. It was reported that the endeavor resolute device could not pass the target lesion. The physician changed to another device to complete the procedure. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was flared. A number of struts on the 11th and 12th distal stent segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (70% stenosis, severe calcification and moderate vessel tortuosity). Inherent risk of procedure (stent deformation). Deformation issue (stent deformed). Evaluation conclusions: device failure related to patient condition (70% stenosis, severe calcification and moderate vessel tortuosity) known inherent risk of a procedure (stent deformation). (B)(4).